Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 2 months.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced pain and drainage at the driveline exit site, and was admitted to the hospital for a suspected driveline infection. A driveline culture was positive for bacterial gram negative rods. No additional information was provided.

Event description:
Additional information: it was reported that the wound cultures from (B)(6) 2017 showed many white blood cells and moderate gram negative rods. The final report was pseudomonas aeruginosa. The infection was treated with IV zosyn and cefepime. The patient was discharged on a two week course of IV cefepime via peripherally inserted central catheter. No other treatment was provided. The patient was discharged on an unspecified date with the infection reported as ongoing.

Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.